Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived onsite to address the reported event. Fse verified the error while onsite. During inspection of the asm board, fse noted that the y1-axis remained on. Fse cleaned the sensor and the error resolved. The customer was subsequently able to run quality control (qc) and patient samples without issue. No further action was required by fse. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from 20oct2017 through aware date (B)(4) 2018. There were no similar complaints identified during the search period. The g8 variant analysis mode operator's manual under chapter 6- troubleshooting, states the following: error messages: when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages: with these errors, the assay stops and the analyzer immediately enters the stand-by state. 709 y1-axis error: operation error in y1-axis; unexpected home sensor and limiter sensor signals are monitored during y1-axis operation (refer to error log in "4.10 how to read the log"); incorrect y1 mechanism operation; y1 motor fault; drv2 board fault d) cb1 board fault e) asm board fault; inspect the y1mechanism; inspect the y1 motor; inspect sensors; inspect boards. The most probable cause of the reported event was due to a dirty y1-axis front sensor.

Event description:
The customer reported receiving the "709 y1-axis"error with their g8 analyzer. The customer attempted to troubleshoot by changing the sampling needle assembly, lubricating and cleaning; however, the error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient result for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.